Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission of the implantable pulse generator (ipg) showed an observation of ¿invalid data in cardiac compass"; however, the cardiac compass did not show any missing data. It was noted that the observation was due to programming of the device clock that allowed for one day to have more than 24 hours in the day. The ipg remains in use. No patient complications have been reported as a result of this event.